Event description:
Bilateral subglandular inframammary gels (unk type/size, no records) for augmentation. The pt denies any local problems except firmness from the very beginning. There is no change in shape/size/texture or history of trauma. Complains of total body numbness and tingling which have been diagnosed as a "nervous breakdown." The pt complains of arthralgias, spasms, fatigue, sleep disturbances, hot flashes/sweats, dental pain, visual changes, memory loss, oral sores, shortness of breath, choking sensation, increased cholesterol, weight loss, gi/gu disturbances and easy bruising.